Event description:
While monitoring a pt in cardiac arrest, the device powered off. The user replaced the battery and attached the device to ac power, however the device did not power back on. The pt subsequently expired, however not as a result of the reported malfunction.